Event description:
It was reported that the patient experienced a loss of efficacy. All the lead impedance measurements were greater than 4,000 ohms. The lead was explanted and will be replaced in 6 months. No surgical complications were reported.